Manufacturer narrative:
Eval summary: the device was in-vivo approximately 1 month, and revision surgery was performed with a multi-hole tm cup fixated with screws, a size 7.5 ml taper, a 10 degree elevated rim poly liners, a 0+ offset femoral head. The alleged complaint of multiple dislocations, shell migration, and shell loosening may have been due to one or a combination of the following mechanisms. It is possible that the shell was not fully seated in the primary surgery. This may have been due to insufficient reaming of the acetabular socket, or instability of the implant. This may have then resulted in insufficient fixation and a lack of initial bony-in-growth, which may have caused the shell to migrate from its original position. Alternatively, the shell may not have been placed in the correct anatomical position, as per the surgical technique. This may have caused the shell to not fully seat, and may have led to dislocation. However, no definite cause analysis can not be completed with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008 and explanted on the following month, due to the patient's hip dislocating twice - once posteriorly and once superiorly. On x-rays, it appeared that the cup had moved and was more vertical than when initially implanted. Dr. Nasseri removed the femoral component so that he could visualize and possibly reposition the cup. When trying to remove the poly liner from the cup, the cup dislodged and was removed. The acetabulum was reamed to a 56 and 56 tm multi-hole cup was implanted along with 3 trilogy screws. The femur was broached up to a 7.5 for and ml aper stem. An actual 32 mm 10deg poly liner was inserted. A +0 32mm head was applied to a 7.5 ml taper stem.